Manufacturer narrative:
The unit was shipped back to (B)(4) (the contract MFR) under rga # (B)(4) and was received on (B)(6) 2015. The initial investigation showed no evidence of a failure with the device. The unit operated as designed. The issue, as reported by the customer, could not be duplicated. The unit will be returned to praxair and placed back into service after routine servicing and filling.

Event description:
A report was received from (B)(6) hosp in (B)(6) that a (B)(4) oxygen unit ran out of oxygen within minutes of being turned on. The unit was being used on a pt that was in transport within the hosp. There was no injury to the pt. Another (B)(4) oxygen unit was obtained and used to administer oxygen to the pt during transport. The grab 'n go vantage is a class I valve integrated pressure regulating device, which is installed into an aluminum high pressure gaseous med oxygen usp cylinder.